Event description:
A report was received that the pt was experiencing pressure against the spine and soreness around the ipg site. The physician assessed the area and prescribed 5mg valium to see if this would resolve the pt's issue. The medication was not effective, therefore, the pt will undergo a pocket revision procedure to relocate the ipg pocket site.